Manufacturer narrative:
Unit received with critical pump error due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Unit received with corroded battery tube, corroded motor home switch and cracked case (battery tube). The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment had crack. Customer stated the reservoir lip ring did not show signs of damage. Customer stated that insulin pimp was exposed to fluid in the past and no visible water or fluid in pump fluid under the lcd display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.